Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event. To resolve the issue, the nonconforming l5 vitrectomy valve cable was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to a nonconforming l5 vitrectomy valve cable. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not cut on several occasions. Aspiration condition is unknown. Patient outcome is unknown. Additional information received clarified that cutter issues were due to the defective valve in an ophthalmic operating console during vitrectomy surgery.